Event description:
It was reported that when the implant was inserted, it was impossible to remove the implant placement driver tip. The implant was removed with the driver tip stuck in the implant. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 17 sep 2019 b5: it was reported that when the implant was inserted, it was impossible to remove the implant placement driver tip. The implant was removed with the driver tip stuck in the implant. There was no report of patient injury. G4: 17 sep 2019. The reported device was not returned for evaluation. The reported condition of an implant being stuck to the placement driver tip was not confirmed. A device history record (DHR) could not be performed as the reported device lot number is unknown. A complaint history review was completed for the reported item number dating back 12 months for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3: device not returned.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: age: date of birth not provided. Weight: not provided. Ethnicity: not provided. Manufacture date: unknown. The device has been received for evaluation. Investigation has not begun. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that when the implant was inserted, it was impossible to remove the implant placement driver tip. The implant was removed with the driver tip stuck in the implant. There was no report of patient injury.